Event description:
Small blister at site of application [application site vesicles], always wears tight-fitting jeans with the heatwrap / worn for about 8-9 hours [intentional device misuse], redness at site of application [application site erythema]. Case description: this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient always wears tight-fitting jeans with the heatwrap and developed redness and a small blister at the site of heat wrap application on an unspecified date. The heatwrap was worn for about 8-9 hours. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event application blister and intentional product misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event application site erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event application blister and intentional product misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event application site erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Expedite trend identified?: no.

Event description:
Event verbatim [preferred term], small blister at site of application [application site vesicles], always wears tight-fitting jeans with the heatwrap / worn for about 8-9 hours [intentional device misuse], redness at site of application [application site erythema], , narrative: this is a spontaneous report from a contactable pharmacist. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip). Route, dates and indication were unspecified. Relevant medical history and concomitant medications were not reported. The patient always wears tight-fitting jeans with the heatwrap and developed redness and a small blister at the site of heat wrap application on an unspecified date. The heatwrap was worn for about 8-9 hours. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Product quality complaints provided the following investigation results: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (02may2016): follow-up attempts completed. No further information expected. Case closed. Follow-up (01jun2020): new information received from product quality complaints includes investigational results. No follow-up attempts needed. No further information expected., comment: based on the information provided, the event application blister and intentional product misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event application site erythema is assessed as associated with the device use. This case meets initial 10-day EU and 30-day FDA reportability.